Event description:
During a nucleotomy procedure, the nucleotomy blade was caught on the end of the cannula upon removal. The plastic sheath covering the device tip was cut, exposing the plastic vertebrae. The exposed vertebrae broke apart and fell into the disc space. The surgeon removed the material from the disc space. The effect of the event was a prolonged surgical procedure. No adverse effects were seen in the pt post-operatively. The medical facility returned the device along with 2 other boxes, quantity one each, (ef2390-01), for evaluation. The device evaluations and conclusions attached.